Manufacturer narrative:
The customer did not allege any failure of malfunction of the device and no malfunction was identified (during investigation). We therefore consider this report complete to the best of our knowledge.

Event description:
A complaint was received on august 28, 2017, from (B)(6) university (USA) describing a dbs electrode placement surgery that was prolonged by an estimated 2-3 hours. As reported, the user deviated from the surgical technique in 2 steps of the surgery: (I) overtightening of the screws when attaching the rbt base platform to the skull (resulted in their breakage), and (ii) the surgeon attempted of insert microelectrodes after fixating the base platform but without resending the patient to a new registration CT this turn of events resulted in prolongation of the surgery by about 2-3 hours. The broken tips of the screws were removed by the surgeon. The patient was eventually sent for a new registration CT which allowed for accurate insertion of the microelectrode. Once the platform was stable and a new registration CT was performed, the microelectrode placement was accurate as expected. The surgeon was pleased with the final outcome.